Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat pelvic organ prolapse/bladder and an obturator sling was implanted. It was reported that post implantation, patient experienced infection, urinary/bowel disturbances and bleeding (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.